Manufacturer narrative:
Analysis of the subject return devices confirmed the reported event, both tablets display the same error message. Review of the files is still ongoing, results are not available yet.

Event description:
Reportedly, on 24-april-2025, the following error message was displayed "error when obtaining list of installed printers. Please try to refresh manually". Also, the tablets were not able to interrogate and most tabs are not active. Both tablets encountered the same event.

Event description:
Reportedly, on 24-april-2025, the following error message was displayed "error when obtaining list of installed printers. Please try to refresh manually". Also, the tablets were not able to interrogate and most tabs are not active. Both tablets encountered the same event.

Manufacturer narrative:
Analysis of subject returned devices confirmed the reported event. When booting both programmers, the same error message is display, then tabs and the query button disappeared. Both tablets are out of order and cannot be used. Review of the provided files highlighted that on 24-may-2025, multiple errors occurred regarding the display of printer list during multiple sessions. The reported event is caused by a crash of manager.exe. The main probable hypothesis of this crash is that an issue with windows occurred or corruption of manager/smartview files. This case is retained and utilized for trend purposes.